Manufacturer narrative:
Corrected hip paint to hip pain. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to hip pain and a broken proximal femoral nail antirotation (pfna) nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jul 12, 2010. Expiration date: jul 1, 2020. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it is reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to hip paint and a broken proximal femoral nail antirotation (pfna) nail. The pfna nail, blade, end cap and locking bolt were initially implanted on (B)(6) 2012 as part of a revision procedure addressed and reported in related complaint, (B)(4). During the revision surgery on (B)(6) 2017 the hardware was removed and it was observed that the nail is broken at the proximal aperture where the pfna blade passes through the nail (translation of the proximal barrel laterally and slight varus shift of the proximal part of the nail). There was no information reported regarding the healing/union status of the patient. The patient was revised to a total hip replacement. The procedure was completed successfully and as planned. Concomitant medical products: 1x 04.027.017s lot. 2681659; 1x 473.157s lot. 2773355; 1x 459.440 lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the x-ray review this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.